Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided indicated the procedure was completed successfully on (B)(6) 2022 with no device deficiencies noted. The condition being treated was intracranial aneurysm. The anatomical location was left middle cerebral artery (m1 segment). It was implanted and completely covered aneurysm neck. No treatment was given for the adverse event. A cta (computed topography angiogram) was performed with results indicating ¿no acute findings, interval placement of lmca stent. Lmca aneurysm is slightly reduced in size.¿ an assignable cause of anticipated procedural complication will be assigned to the reported ¿patient headache serious¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that, a subject flow diverter stent was implanted successfully on (B)(6) 2022. Post procedure since on (B)(6) 2022 patient experienced headaches. Headaches would occur at least 3 times a week initially and now come down to once a week. The headache has a possible relationship to the study device and to an underlying condition or disease. The outcome of the headaches is currently unknown. No additional information is available.

Manufacturer narrative:
The subject device is implanted inside the patient's vasculature.

Event description:
It was reported that, a subject flow diverter stent was implanted successfully on (B)(6) 2022. Post procedure since (B)(6) 2022 patient experienced headaches. Headaches would occur at least 3 times a week initially and now come down to once a week. The headache has a possible relationship to the study device and to an underlying condition or disease. The outcome of the headaches is currently unknown. No additional information is available.